Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: one denali femoral filter delivery system was returned for evaluation. The filter was returned inside of the storage tube. The delivery pusher catheter was kinked approximately 29.3cm from the proximal end of the pusher handle. However, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. Functional/performance evaluation: the filter was pushed forward and deployed from the storage tube with no resistance. The storage tube was examined under microscopic magnification (15x) and diagonal inner surface skiving was identified on the distal end of the storage tube. The skiving is most likely due to the filter feet as it was being advanced through the storage tube. Pusher wire had a slight bend between pusher pad and pusher pad retraction lock. No other anomalies were located on the returned device. Heat was applied to the filter and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the device was confirmed for filter failing to advance from the storage tube into the introducer sheath. Additionally, spiral skiving was found inside the storage tube. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Microscopic inspection. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter became stuck inside the storage tube and could not be advanced for deployment; therefore, the filter system was exchanged for a new vena cava filter that was prepped and deployed successfully. There is no reported patient injury.